Event description:
During start of surgery the needle of a 0-vicryl ur-6 broke in the tissue of the patient's umbilicus. Both pieces were retrieved right away. An x-ray was performed to verify no other pieces remained. Nothing was noted on x-ray upon review from md and radiologist.